Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 35 mg/dl. The patient was reportedly treated with food. The reporter stated that the pump's settings had been incorrectly programmed. The reporter was referred to their healthcare provider for properly programming the pump's settings. This complaint is being reported based on the allegation that a patient experienced a hypoglycemic event as a result of incorrect pump settings.